Event description:
Certificate of death indicates that the patient died at his residence. Immediate cause of death is listed as dandy walker brain malformation. Focal acute bronchopneumonia was listed as an underlying cause of death.

Event description:
Further follow-up revealed that the protrusion event was due to the pt lifting an object. The pt is currently doing well and no additional follow-up visitors are acheduled with the neurologist at this time.

Event description:
Reporter indicated that vns patient had passed away. It was reported that the patient died in his sleep. Preliminary autopsy results reportedly revealed bronchial pneumonia. The ncp system was not explanted. Report is incomplete because no response has been received to manufacturer's requests for additional information from treating neurologist. There is no evidence at this time that the ncp system caused or contributed to the reported event.